Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding external device. The reason of the call was caller stated that they were having trouble charging their implant. Caller mentioned that they were able to work with their nurse and medtronic rep but still having issues charging. Caller said that the implant battery would not increase beyond 40% and it would decrease faster as well. Caller also added that the belt is too big for them and they were just using their hand to hold the wireless recharger. Agent asked the caller to try connecting to the wireless recharger and recharger application. Caller confirmed seeing good connection. Agent advised the caller to keep charging the implant and monitor the issue. Agent also sent a request to repair for recharging belt replacement. Additional information has been received that send follow-up request to repair for size m belt. Patient called back and repeated previously documented information, and explained the belt they received had been too small. Patient still can't get the implantable neurostimulator (ins) to charge past 40%, and then the ins battery seems to quickly drain while using stimulation until turning off at 15%. Patient said the issue had been going on for over a week (since they got the ok to start using the ins 2 weeks after implant).patient said they also spoke with someone (maybe) named (B)(6) who suggested the issue may be with the implant itself. Agent reviewed information with patient about healing process around the ins and how that may effect connectivity and charging ability early on, but should get easier with time. Agent reviewed role of mdt reps and redirected the patient to make an appointment to meet a rep through their hcp's office to interrogate the ins and its performance.